Event description:
A pixel issue on the pump display was reported by a caller, which affected the ability to interact with or read the pump screen. There was no reported impact to the customer¿s blood glucose level. Since the pump was under warranty, it was replaced, and the customer was informed about the necessity of replacement. However, the customer declined to share information about their backup therapy.